Event description:
It was reported that the patient dropped the ilet pump, breaking the connector, after which the device¿s water resistance and functionality were in question and a replacement was arranged; the issue involved a failure to disconnect associated with the connector/coupler component. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a mechanical problem consistent with damage to the connector/coupler resulting in a failure to disconnect. No clinical signs, symptoms, or conditions during the event reported. Outcomes included a delay to treatment or therapy, and the patient was advised to have backup therapy in place without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.